Event description:
Same case as MFR #: 2134265-2012-00037 and 2134265-2012-00039. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The subject presented due to stable angina (ccs class 2) and cardiac catheterization was recommended. Target lesion #1 was located in the distal left circumflex (lcx) artery with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus element stent with 0% residual stenosis. Target lesion #2 was located in the 1st right posterolateral (rpl) artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of overlapping 2.5 x 20 mm and 2.5 x 8 mm taxus element stents with 0% residual stenosis. One day post index procedure, the subject had elevated troponin values and an mi was reported (peak troponin= 0.179 ng/ml, uln= 0.04 ng/ml). No action was taken and it was noted that the subject did not experience ischemic symptoms. The subject was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).